Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident could not be duplicated. Review of the logs on the event date of july 31, 2025, shows the device was powered on and entered pacing mode. However, log data show that the pacing current output remained at 0 ma for the majority of the pacing session. Additionally, the returned mfc cable and ECG cable were tested and found to function as expected, with no faults identified. The device was recertified for clinical use. No trend identified against similar events.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.